Event description:
It was reported that the wound suction device would not suction following spinal surgery. After twelve hours with no suction at all, the patient reportedly developed a hematoma and had to go back to surgery to have the hematoma removed. No further complications were reported.